Manufacturer narrative:
Reported event: an event regarding disassociation & altr involving a metal head was reported. The disassociation was confirmed by medical review, however, altr was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage and debris were observed on the taper of the head. The damage is consistent with contact against the stem trunnion. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. Material analysis a material analysis has been performed. The report concluded: damage and debris were observed on the stem trunnion, head taper, and insert. Scratching and burnishing were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the stem debris was consistent with the stem base alloy, biological material, corrosion product and an oxide. The head debris was consistent with a corrosion product, the stem base alloy, biological material and an oxide. The insert debris was consistent with the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms disassociation, need additional information; primary operative report, clinical and past medical history. And examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
As reported by rep: "doctor had a transferred patient come in on his service with a left leg with a femoral head disassociation. The patient was scheduled for surgery the doctors' plan was to remove the stem, head and poly and hope to leave a well-fixed cup. When the doctor opened he noted metallosis. He removed the original accolade tmzf, lfit head and poly. He debrided and lavaged the area as well". Patient was revised to competitor stem, head, and a stryker liner. Rep provided a pre-revision x-ray and a sales order from the primary procedure. Rep reported he can obtain operative reports, and the explants for return.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
As reported by rep: "doctor had a transferred patient come in on his service with a left leg with a femoral head disassociation. The patient was scheduled for surgery the doctors' plan was to remove the stem, head and poly and hope to leave a well-fixed cup. When the doctor opened he noted metallosis. He removed the original accolade tmzf, lfit head and poly. He debrided and lavaged the area as well". Patient was revised to competitor stem, head, and a stryker liner. Rep provided a pre-revision x-ray and a sales order from the primary procedure. Rep reported he can obtain operative reports, and the explants for return.